Manufacturer narrative:
The t:flex cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer filled the cartridge with cold insulin. There was no impact to the customer's blood glucose level. Tandem technical support educated the customer on using room temperature insulin per pump labeling instructions.